Event description:
Medtronic received a report that the pipeline vantage migrated after deployment. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic segment of the left internal carotid artery. The max diameter was 6mm, and the neck diameter was 4mm. The landing zone was 3mm distal and 4mm proximal. The patient's vessel tortuosity was minimal. It was reported that the pipeline vantage device on the distal end moved once it was deployed making it so that the distal neck coverage was not sufficient. They had to put in a second device to cover the aneurysm neck completely. It was thought that the migration was potentially caused by pulling the ptfe sleeves through the stent since they were unable to gain access into the stent with microcatheter post deployment. The pipeline was implanted in the intended location with full wall apposition achieved. The patient did not experience any injury or complications. Angiographic results post procedure showed the device post implant migrated on the distal end so that the device was no longer covering the neck of the aneurysm. The device looked perfectly apposed pre-deployment. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, apro guide catheter, and ballast sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.